Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the device became wedged during a procedure on (B)(6) 2013. The procedure was completed successfully; however, there was a 30 minute delay in the operation time. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient's year of birth was reported as: 1927. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.